Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: on investigation, the alleged damaged display issue was verified. Scratches were observed on the display lens. The pump powered up to the display screen with auditory and vibratory features. Unrelated to the complaint, all the keypad buttons responded intermittently with no damages to the cover observed. Removal of the keypad cover found contamination under all the button contacts. The display was found to be dim with discolored text.